Manufacturer narrative:
Confirmed the presence of the jka antigen on retention capture-r ready-screen (crrs), lot x204 and returned and retention crrs, lot x207. Customer sent samples for investigation testing. 2_cell testing performed on in-house galileo with retention crrs, lots x204 and x207. Sample was nonreactive with cells I and ii [both jk(a+b+)] from lot x204 and cell ii [jk(a+b+)] from lot x207 and exhibited 1+ reactivity with cell I [jk(a+b-)] from lot x207. Another sample exhibited 3+ to 4+ reactivity with all jk(a+) cells.manual tube testing was performed with samples 625708 and 801983 using a jk(a+b-) cell (cell ii) from panoscreen, lot 29085 and immuadd as potentiator. Sample 625078 exhibited very weak microscopic reactivity and sample 801983 exhibited 1+ reactivity at the antiglobulin phase of testing.a service call was performed. An adjustment was made to pulse time and flow rate on all four pumps. Following adjustments, the system was tested and operated within specification.

Event description:
Customer reported unexpected negative reactions on a patient sample using the 2_cell screen assay on galileo. The sample was tested on another galileo; postiive reactions were observed. A new sample was collected from the patient and positive reactions were observed on both instruments.